Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the event could not be determined. The foreign material could not be identified and the customer reported event could not be confirmed. It was not reported that the patient had burn injury by the scope cap cover. Therefore, this event was unlikely due to the insulation failure at the scope cap cover. The events are detectable and preventable by handling the device in accordance with the following instructions for use (IFU): customer reported event: IFU states on irregularity during procedure as follows: operation manual, chapter 5 troubleshooting, "warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk." Foreign material event 2: IFU includes the detection method and preventive measures in the following. Operation manual chapter 3 preparation and inspection; reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a white foreign material was found inside the air/water tube and the air/water cylinder. In addition to the reportable malfunction, the following were noted: the grip was shaved; the forceps channel port had a dent; the suction cylinder had no color; the label on suction connector was damaged; due to a crack on the plastic distal end cover, the insulation resistance value at distal end does not meet the standard value; due to clogging of the nozzle, water removal ability does not meet the standard value; the light guide lens had a crack; the connecting tube was snaking; the universal cord had coating peeling. Additionally, the following components had a scratch: the air/water cylinder, the flexibility adjustment ring, the switch box, the scope cover, the right/left knob, the upward/downward angulation control knob, the scope connector cover unit, the scope connector case unit, and the plug unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during an unknown procedure using the evis exera iii colonovideoscope, the patient was undergoing argon plasma treatment (apt) and experienced electric shocks. There was no report of any injury and there was no medical intervention undertaken or any treatment for shocks. The procedure was completed successfully. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a white foreign material was found inside the air/water tube and the air/water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.